Event description:
It was reported that during the procedure, the physician found that the device had low power. The procedure could not be completed. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia unlnown.